Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the device implant procedure, a chest x-ray was taken to confirm the lead position and a pneumothorax was detected. The patient did not complain about difficulty breathing and did not seem to notice the pneumothorax. It was noted that puncture prior to the insertion of the left ventricular (lv) lead was difficult, and the pneumothorax may have occurred at that time. The needle was inserted several times so the needle may have reached the lung. The patient was intubated while the lungs recovered naturally. Six days later, the patient's lung shape had recovered and the patient was extubated. No further patient complications have been reported as a result of this event.